Event description:
"Reported due to surgery. The physician attempted an arteriotomy closure using the perclose proglide device after an unk procedure. Fluoroscopy was performed, however, the puncture location and vessel size were not reported. Reportedly, the vessel had calcification: however, the degree of calcification was not reported. It was reported the physician had difficulty parking the foot during the procedure. It was also reported the correct "difficult device removal" procedure was performed and may have added "twenty minutes" to the procedure time. Manual compression reportedly was held for thirty minutes to achieve hemostasis. The pt was sent to the floor per standard procedure. At 11 p.m. That evening, the pt complained of leg pain. Reportedly, no distal pulses were felt. The pt was sent to surgery for an unk procedure. The pt was discharged and is reported to be "fine." Although requested, no additional information was provided.